Event description:
It was reported that the patient came into the operating room for right atrial (ra) lead extraction due to over-sensing of noise with pacing inhibition. During the procedure, it was found that the ra and the right ventricular (rv) leads were entangled together in scar tissue, and as a result, they were extracted together and replaced without issue. The patient was stable throughout.